Event description:
During an implant procedure, loss of capture and high pacing impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual inspection and x-ray examination of the lead revealed no anomalies.